Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had been experiencing a "driveline fault" alarm after the system controller was exchanged. The patient was reportedly hemodynamically stable despite the alarm and the system controller log file was submitted to the manufacturer for analysis. A review of the log file confirmed that several "yellow wrench/driveline fault alarms" were captured and the manufacturer requested x-ray images of the patient's percutaneous lead (lead). The manufacturer sent a technical services team member to further evaluate the lead and it was determined that an internal wire was broken. A driveline replacement could not be performed due to the location of the compromised wire, and the hospital subsequently made a decision to exchange the patient's pump.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.